Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a high blood glucose event and keypad anomaly. The customer¿s blood glucose was 473 mg/dl at the time of incident. Customer stated that the insulin pump's b button would not work while trying to deliver a bolus. Assistance provided to customer and they were able to deliver a bolus and the button started working. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.